Event description:
It was reported that during a surgical procedure, the product failed to deliver the required amount of cement to complete the procedure. It was also reported that this malfunction did not cause harm to the patient. It was further reported that an additional surgery was required to complete the procedure due to available inventory. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully following the additional surgery. This report addresses the instance of the patient requiring additional surgery to complete the procedure.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product implanted in patient.

Event description:
It was reported that during a surgical procedure, the product failed to deliver the required amount of cement to complete the procedure. It was also reported that this malfunction did not cause harm to the patient. It was further reported that an additional surgery was required to complete the procedure due to available inventory. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully following the additional surgery. This report addresses the instance of the patient requiring additional surgery to complete the procedure.